Event description:
Pfs and medical records received. It should be noted these records were received through a pfs. Formal litigation hasn¿t been filed yet, so this complaint isn't legal. Pfs alleges pain, joint instability, pseudotumor, metallosis, and increased metal ions. Part/lot information provided. After review of the medical records the revision operative note indicated metallosis, leg length discrepancy, corrosion on the taper, and one screw that was loose. There was no mention of a pseudotumor.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the 2585772 lot code is no longer required. A complaint database search finds no other reported incidents against the remaining known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Medical records were obtained and reviewed by a medical professional. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.